Event description:
It was reported that, the patient underwent transurethral resection of bladder tumor under general anesthesia at 17:05 on (B)(6) 2026. The patient was alert and oriented. While resting in bed, the patient reported urethral tubing dislodgement. The physician was immediately notified. Upon inquiry, the patient reported no discomfort. Examination revealed the dislodged tubing was intact but the water balloon was damaged. The physician reinserted and secured the indwelling tubing, ensuring unobstructed drainage. Continuous bladder irrigation was maintained with clear irrigation fluid and no adverse reactions observed. Oxygen was administered via a double-lumen nasal catheter at 3 l/min. Continuous ECG monitoring showed sinus rhythm with a heart rate of 89 bpm, respiratory rate of 18 bpm, oxygen saturation of 97%, and blood pressure of 128/86 mmhg. The patient's condition is being closely monitored.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.